Event description:
It was reported that the power button on the 2800 system was broken and would not take a film shot. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation power panel, power control board, and cassette sensor switch were replaced and the table was calibrated during the service call. The system was tested, and found to be working as intended, and put back into service.